Manufacturer narrative:
Additional information: a2, a3a, a4, a6, b5 (area of concern, applicator, date of treatment and diagnosis), d4 (catalog #, serial #, UDI) and h4. Corrected data: b3, d1, d8, d9, e1, g1, h3 and h6.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the infra-scapular area on (B)(6) 2021 using the cooladvantage applicator and developed paradoxical hyperplasia (ph) post treatment. Patient diagnosed with ph (B)(6) 2021 by a medical professional.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting and has developed paradoxical hyperplasia.